Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It has been reported to philips that during a tavr (transcatheter aortic valve replacement) procedure, the system stopped generating x-ray. Rebooting the system did not fix the issue and the procedure was rescheduled. No harm to the patient has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the non-emergency tavr procedure was aborted and rescheduled. No harm to the patient has been reported to philips. Philips has inspected the system on site and it was identified that the ip-pc (image processing pc) failed. Analysis of the log files has also confirmed the failure of the ip pc. The defective ip-pc was replaced, safety checks were performed, and the system was returned to use in good working order. Based on trending analysis there is no negative trend in the replacement rate for the ip-pc. The customer had also reported that the table lost power. Analysis of the log file identified that the table power loss only occurred when the system was restarted. No other errors or malfunctions related to the table were identified in the log file. As per the instructions for use, when the system is restarted, all mechanical, non-balanced, movements of the table are blocked. The table resumed all movements once the restart was completed. Philips concludes that the table functioned as designed and there was no malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.